Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and non-calcified proximal to mid left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal edge of the stent strut were damaged. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
(Initial reporter city: (B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The 1st stent strut on the distal end of the stent was found to be lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and non-calcified proximal to mid left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal edge of the stent strut were damaged. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries reported.